Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was calling about recharging but also mentioned that the implant they had prior to this, the lead had somehow wrapped itself around the implant and broke. The patient states they don't know how this happened. The patient states for some reason the lead went from one side of their crack to the battery and wrapped itself around the battery. The patient  states they ended up turning off stimulation and leaving it until the micro could be implanted. The patient also mentioned at one point they were electrocuted but didn't exactly know when this was. A revision occurred. No further complications were reported.

Manufacturer narrative:
Concomitant products: product ID: 978b128, lot#: va29p4z, implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 21-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.